Event description:
The customer reported a leak of clenz coming from the right side of the coulter lh 500 hematology analyzer. The volume of the leak was approximately three (3) cups and was not contained within the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak in tubing through pinch valve pv37. The fse replaced all the tubing in pv37 which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.